Manufacturer narrative:
The device was returned for evaluation. The leak was confirmed. The leak was caused from surface damage to the outlet barb connector that consisted of a longitudinal scratch along the port from a sharp object or blade. The damage to the barb interrupted the circumferential seal with the pvc tubing causing the leak. Also observed was a mis-shaped port end which may have been due to tubing removal. The observed damage that resulted in the leak was not related to the manufacture of the device.

Event description:
On (B)(6) 2023, after less than 24 hours use of a nautilus oxygenator, the outlet had a leak and was dripping. The oxygenator was replaced with no impact to the patient. The patient was reported as alive with no injury.